Manufacturer narrative:
D6: device returned with no lot ID. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cam position: engaged/disengaged, disengaged; cartridge batch number: k47h2r; cartridge position: loaded; drivers present in cartridge, present/up; firing knob position: back/partial, back; gapspace pin condition: good; hook latch position: open/closed, closed; instrument halves: joined/separate, joined; knife condition: good; staples present? Formed/unformed, none and swing tab position: locked/unlock, locked. Functional tests & results: instrument safety lockout properly, yes; staples fire properly, yes and staples form properly, yes. Analysis conclusion: based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was rec'd in good condition. The instrument was fired with a reload cartridge and it fired and formed all the staples as designed with no difficulties noted. The staples were fully formed across the entire staple line. The reported incident could not be recreated. Mfg and engineering have been notified of the reported incident.

Event description:
It was reported during a laparoscopic hernia repair the ems stapler allegedly did not fire properly and would not release from the tissue. The ems fired correctly the first two firings. When placed against the tissue for the third time, the device was fired and the stapler jammed and then would not release from the tissue. The surgeon used graspers to release the end of the instrument from the tissue. A second ems was opened and fired properly on the first 2 firings and again jammed on the third firing and needed to be released from the tissue with a grasper. A third ems was opened to complete the case. There was no pt consequence.